Event description:
The manufacturer received a report indicating that a trilogy evo ventilator displayed a vent inoperative alarm. No patient involvement, harm, or injury was reported. The device was not in use at the time of the event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. Device log files were successfully downloaded and reviewed. Analysis identified a ¿vent inop¿ error associated with machine flow sensor drift exceeding specification (>0.2lpm). The machine flow sensor was replaced to address this issue. Additionally, an error was identified that was unrelated to the reported malfunction. An event error indicated that a sensor offset during drift calculation exceeded allowable limits. To correct this finding, the system printed circuit assembly (pca) was replaced. In addition, the in-line proximal filter was clogged with dust and required replacement. Following repair, the device passed all testing.